Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. Pump was received with partially damaged retainer ring. Unable to perform displacement test due to partially damaged retainer ring. The pump passed the sleep current test, active current test, and self test. Unable to lock a test p-cap into reservoir compartment due to partially broken retainer ring, missing o-ring (reservoir tube), and retainer ring knit line damage. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert found on 03/24/2023 at 03:19:00.000 and was expected. Pump alarmed four stuck button error alarm found on the event date of 03/25/2023 at 20:48:29.000, 21:38:08.000, 22:21:05.000, and 23:50:23.000. Pump was cut open to perform visual inspection and found corroded keypad trace. The following were also noted during visual inspection: scratched case, broken reservoir tube lip, stained keypad overlay, pillowing keypad overlay, retainer knit line damage, partially broken retainer, missing o-ring (reservoir tube), corroded battery tube, and corroded battery tube spring. Stuck button error alarm and blank display were not confirmed during testing. Moisture damage was confirmed found on the battery tube and keypad trace. Partially broken retainer ring was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received stuck button alarm. The insulin pump's screen went blank for 4 minutes and then returned back. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.